Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 25.9 months of service. A similar device was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.